Manufacturer narrative:
UDI - (B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affilate, during the implantation of an lp hakim valve, the ventricle expanded. Contrast was injected to confirm from through the ventricular catheter and valve. Flow was noted through the abdominal catheter; however, not through the ventricular catheter and valve. The valve was replaced with another. There is not report of harm or delay.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion noted. The valve was leak tested; no leaks noted. The catheters were irrigated no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.